Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported the home infusion company was instructed to fill the pump with 20cc of saline and put the pump at minimum rate. The patient would be seen in the office for x-rays to evaluate the bellows in the pump. A decision would be made at that time for replacement procedure at that time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 and it was reported that the patient was being seen in the office tomorrow for x-rays. At the refill the expected residual volume was 18.8 and the home health nurse aspirated 14 ml. When filling the pump, the nurse had a ¿hard stop¿ at 25 ml of saline. Additional information was received on (B)(6) 2017 and it was reported that the physician was not comfortable with putting drug in the pump and using it for therapy. The current plan was to replace the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
Additional information was received from a company representative and healthcare professional and it was reported that the patient was ¿skiddish/not acting normally¿. The patient was very irritated and ¿on the edge¿ with psychology issues, a difficult patient and in a lot pain so this was not the right patient to have all of the issues that occurred. The physician had the pictures and information about doing a lateral view of the pump to confirm the bellows positioning, but did not feel comfortable doing the lateral x-ray and was questioning the functionality of the pump and contemplating replacing it. Per the physician, they had been trying for quite a long time for the approval of the pump as it was a workman¿s comp case and when it was finally implanted the hospital would not allow drug to be filled in the pump as that was their policy, so a nurse filled the pump with saline and then the pump was programmed wrong. The saline concentration was programmed with 10.9% but was actually 0.9% and the pump was filled with 20 cc of saline, but only programmed as 19 cc. A week later the patient was ready for the first refill and they were looking for the telemetry strip, but were never supplied one. The device and readout were picked up from the hospital, but the physician did not look at the telemetry strip at the time. The hcp interrogated the pump and sent orders to the home health agency for the med to be filled. The home health nurse did the first refill and per this reporter 18.1 cc was expected, but the nurse was only able to pull 14 cc out and then only able to fill it with 25 cc instead of 40 cc. The saline was then left in the pump when they were unable to fully fill the reservoir.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 25-jan-2017 from a company representative and it was reported that the hcp (healthcare professional) was going to try to schedule the recommended diagnostics (x-ray and locked reservoir valve procedure) to be performed tomorrow. Additional information was also received from a different company representative who reported that at the implant procedure the water was removed from the pump. Then 20cc of preservative free normal saline (2-10cc vials) were opened and poured from the vial to a sterile bowl on the back table. The actual amount of drug placed in the pump was 19cc. The pump was programmed at ¿drug: pfnsamount 1ml to 1ml; reservoir volume: 19ml; infusion mode: minimum rate¿. The settings were read to and updated by the physician. The physician was then given the patient¿s ptm (personal therapy manager) with the printout to take to his office. On 30-dec-2016 the office called another company representative and asked that company representative go to the hospital to pick up the ptm that the physician had left there.

Event description:
Information was received from a healthcare professional (hcp) and a company representative regarding a patient receiving saline (1 ml/ml at 1 ml/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2017 the hcp could not get more the 25 ml of saline into the pump. The manufacturer¿s refill kit was being used. They attempted the locked value procedure and used a smaller (5 or 10 cc) syringe to force saline into the reservoir. A different refill kit was tried and the kit tubing patency and needle patency were checked. The hcp still could not get more than 25 ml of saline in the pump. The hcp was using a 10 ml syringe and pushing forcefully on the syringe. A pump x-ray was recommended. The reporter was going to follow-up with the patient¿s hcp.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who indicated when asked the results of the x-ray taken to evaluate the bellows in the pump as ¿n/a¿. The interventions taken to resolve the inability to fill the pump was refill of the pump x2 without difficulty. The cause per the healthcare provider was probable air in the pump at insertion time. The issue was resolved.